Event description:
It was reported that the target lesion was located in the proximal to mid right coronary artery (rca). The target area was longer than 20 mm with multiple lesions and heavy calcification. The trek balloon was inflated in the proximal area first. Then the trek balloon was deflated and advanced to the mid lesion, where another inflation was performed. Upon the next inflation, the balloon ruptured at 16 atmospheres (atm). The balloon was withdrawn from the anatomy and no further intervention was attempted. No adverse patient effects were reported. The patient was reported to be stable. No resistance was noted during advancement or retraction of the device. No additional information was provided.

Event description:
Returned device analysis noted that the distal end of the shaft, with the balloon, was separated. Additional clarification was provided stating that the separation occurred during the procedure and that the separated portion was retrieved via surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture and detachment were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) in the warnings section states: balloon pressure should not exceed the rated burst pressure (rbp). It may be possible that the inflation above rbp contributed to the reported balloon rupture; however, it is most likely that the nature of the anatomical conditions such as the heavy calcification contributed to the balloon rupture.